Event description:
A health care professional (hcp) reported that this patient received lioresal (baclofen) intrathecal for an unknown indication from an unknown date at an unknown dose. The concentration and lot numbers were not provided. The patient also received morphine intrathecal for an unknown indication from an unknown date at an unknown dose. The concentration and lot number were not provided. However, it was also reported that morphine 1 mg/daily was given. On (B)(6) 2015, the patient was consulting a physician for a morphine intrathecal pump filling. The lioresal posology was increased up to 500 mcg daily (the previous posology was unknown) with a little more than 01 mg morphine daily. On (B)(6) 2015, the patient was hospitalized for lioresal overdose and possible morphine overdose; accidental overdose. The patient also experienced sedation on the same date. The pump was set up to minimal rate and a "lumbar puncture was performed to evacuate the contents (30 ml)." The patient recovered a proper state of awakening in 36 hours. Lioresal posology was decreased to 450 mcg daily. On (B)(6) 2015, the patient was correctly awake, with normal state concerning spasticity and pain control. The action taken with lioresal was a dose reduction whereas the action taken with morphine was reported as no change. The outcome of the events was reported as complete recovery. The causality of the events was reported as suspected (in context of device related complication). The patient's medical history included cotunnius disease/sciatica, arthrosis/osteoarthritis, feacal disimpaction in 2008, craniocerebral injury which induced double hemiplegia in 1972, spastic hemiplegia, lower limb surgery due to spastic hemiplegia and ankle fracture. Additional information was requested for the pump serial number, concentrations, and lot numbers, verification of lumbar puncture statement, and cause of the event. Should additional information be received a supplemental report will be filed.